Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical sigmoidectomy, when the linear cutting stapler was used to cut and close the lower end of the rectum, it could not close. Repeated reset could not be completed so the surgeon immediately replaced the stapler then it could be used normally. There was no patient injury.